Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a battery depleted set alarm was confirmed during pump?s event history review. The cause of the reported condition was determined to be depleted main batteries. The main batteries were replaced to fix the reported condition. Additional information: the software version for this device is colleague 2006(6.63.90). A service history review revealed that this device was previously serviced for the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. No patient injury or medical intervention was reported. Baxter's review of the device event history determined the reported condition to be a battery depleted set alarm; which interrupted delivery. The software version of this device is currently unknown. No additional information is available.